Event description:
It was reported that the patient reported experiencing light-headedness. A right atrial (ra) lead alert had triggered and a polarity switch occurred due to low impedance and a single episode of oversensing. The lead remains in use and the patient will be closely monitored. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: vedr01, implantable pulse generator, (B)(6) 2007; 5024, implantable pacing lead, (B)(6) 1996. (B)(4).